Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 03.612.010, lot# 6864343. Manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: feb 20, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a primary spine surgery on (B)(6) 2017 it was not possible to insert the flex-arm inside the synframe guiding tube. Additionally it was not possible to lock the flex-arm. The surgeon had to change his procedure and the patient was not implanted with a cage. The patient may have to come back for a new intervention. The surgery was prolonged about fifteen (15) minutes but there was no patient harm. No information available about patient outcome and condition. This report is for one (1) flex arm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Product development investigation was completed. Reported device was returned. There are scratches and marks on device's surface. Both fighting mechanisms are working as intended. Furthermore, investigation found deep grooves into connection clamp's inner bore surface. The manufacturing review of received instrument shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. The observed damages could have occurred during the assembling or usage in combination with excessive force application on the instrument. This initiated the destruction of the interface and led to malfunction of the device. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. As per the recommendations in device leaflet describes the end of life of an instruments as: "end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used." Due to the damages we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: flex arm-synframe connection (part# 03.612.012, lot# 3755917, quantity 1); synframe guid-tube f/angl-rod no. 387.34 (part# 387.343, lot# 8236588, quantity 1).